Manufacturer narrative:
Testing and investigation found the device touchscreen had a big dent on the lcd touchscreen and did not respond when pressed. This was due to physical damage and to fluid spillage and corrosion on the edge of the lcd touchscreen at the bottom. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.